Event description:
A report was received that the patient was explanted due to suspected infection at the pocket site.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned to bsn for evaluation. A review of the manufacturing documentation of the explanted devices found no anomalies and deviations potentially related to the event occurred during manufacturing. A review of sterilization records found them to be satisfactory. This is the final report.